Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving baclofen (2000 mcg at 499.96383 mcg/day) via an implantable pump. It was reported that critical alarm was being investigated for a pump that has been stopped for 1095 hours. The stopped pump coincided with a hospitalization. Since the pump started working again, it was decided to recharge the infusion system resolving the issue. 2025-2-25 e1: document contained no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.